Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12907). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device could not be interrogated. Several attempts were made using different programmers and moving patient to different rooms. The device was explanted and replaced. The patient was well after the event and had no complications.